Event description:
Information was received from an unknown source regarding a patient who was receiving unknown drug via an implantable pump for unknown indications for use. It was reported that a surgeon was removing the patients spinal cord stimulator (not medtronic) and accidentally sliced patients medtronic catheter. Action/intervention: diagnostics/troubleshooting was connecting the sliced catheter with a connector pin. A connector pin from the 8596sc revision kit was used to resolve issue. Outcome: the issue was resolved. The hcp has no further information for medtronic. The patient was alive and no injury.

Manufacturer narrative:
Continuation of d10: product ID 8731sc lot# serial# (B)(6) implanted: (B)(6) 2011 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(6), ubd: 03-feb-2013, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.